Event description:
This patient, age and gender unk, was admitted for coronary intervention. The target lesion was the proximal and distal. Two years prior to the procedure, the patient had an endeavor drug-eluting stent implanted in the proximal rca and a zeta stent implanted in the distal rca. Angiography revealed a 75%, calcified persistent (within 5mm) instent restenosis of the endeavor stent in the ostium of the proximal rca and a restenosis (percentage unk) in the zeta stent in the distal rca. The distal rca was predilated with a maverick balloon. A 2.5 x 23mm cypher stent was deployed without any issue. A 3.0 x 13mm cypher stent was deployed within the ostium by direct stenting. The cypher sds was positioned within the target lesion and positive pressure was applied to deploy the stent, but the balloon would not inflate and the stent did not expand. While applying negative pressure, the physician confirmed blood within the inflation manometer. The physician suspected that the balloon ruptured and withdrew the unit leaving the whisper ms guidewire at the target lesion. While retrieving the unit, the stent became caught at the tip (edge) of the sheath inserted at the right femoral artery and the stent dislodged. A snare was used to collect the dislodged stent along the guidewire. After removing the delivery system, the physician confirmed that the balloon was ruptured at the proximal end of the balloon, close to the center. There is a possibility that there is more than one leakage site. A 3.0 x18mm cypher stent was successfully deployed in the target lesion of the ostium of the proximal rca.

Manufacturer narrative:
Note: the device is not distributed in the us; however, it is similar to us product. The product has been received; however, the analysis is not yet complete. Additional information will be submitted within 30 days of receipt.